Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one (1) customer photo was provided for review and analysis. The photo shows the non patient cannula appearing to be stuck in the rubber stopper of the tube. Therefore, the reported issue of an np cannula pull out is confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Based on a review of batch records, no root cause from manufacturing was identified as a contributor.

Event description:
It was reported that during use with bd vacutainer® push button blood collection set with pre-attached holder cannula broke off in tube when removed from holder. The following information was provided by the initial reporter: it was reported that the needle broke off. During the venipuncture when I was switching tubes the needle that connect to the hub unscrewed and I almost got stuck, it was the screw proper way in the hub at the start of venipuncture. It happen on (B)(6) 2020. We had another incident today. It was with the 25g push-button set: lot# 9169876 exp 6/30/21. The needle broke off in the tube when the tube was removed from the holder. This was another ¿near miss¿ situation where our phlebotomist could have been exposed.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd vacutainer® push button blood collection set with pre-attached holder cannula broke off in tube when removed from holder. The following information was provided by the initial reporter: it was reported that the needle broke off. During the venipuncture when I was switching tubes the needle that connect to the hub unscrewed and I almost got stuck, it was the screw proper way in the hub at the start of venipuncture. It happen on (B)(6) 2020. We had another incident today. It was with the 25g push-button set: lot# 9169876 exp 6/30/2021. The needle broke off in the tube when the tube was removed from the holder. This was another ¿near miss¿ situation where our phlebotomist could have been exposed.